Manufacturer narrative:
(B)(4). Closure trigger; premature sled movement the sc60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device would not open. When the device was placed on the tissues, it blocked. The surgeon did not insist and stopped (did not fire, cut, nor staple) and used the anvil release button to re-open. No problem on tissues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.